Manufacturer narrative:
H6: previously added imdrf annex code b17 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cochlear implant removal, field contact was requested to come to the or. One channel was on the nim vital was very reactive and registering events (while the patient was not being touched) and the other channel was not. Turned event capture off and the active channel was about 100 uv and other about 7uv. Patient put into deeper sleep. Issue continued on. Switched from vital to 3.0. Same issue persisting. Doctor stated they do not want to change electrodes since patient already draped. Repositioning of patient was not attempted. Electrocautery was used during the procedure. The nim was positioned on the opposite side of the or, in a different outlet. No electrodes laid across the electrocautery wire from what the user could see. Physician assistant andfield rep suspect bad potentially bad electrodes since both vital and 3.0 giving same results. Field rep examined placement of elect rodes and believed them to be positioned well. No noticeable damage to electrodes. Field contact confirmed patient does not have a pacemaker. The procedure was completed with the reported product. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.